Event description:
It was reported via documentation from the legal department; a patient submitted an email that stated they had a left knee revision surgical procedure (B)(6) 2015, and states there is a planned second revision on (B)(6) 2023; there has been no information provided to indicate that there has been a revision. The patient goes on to state ¿bone has 2 scists [cysts] and extremely painful. It's been hard to have quality of life when pain level is from 6 to 10 all day long.¿ there is no other patient demographic or medical history available. There are no images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 2471518, 204-04-33 - trapezoid tibial tray sz 3f/3t; 3879387, 204-34-04 - fluted stem extension 40l x 14 mm; 3756555, 204-70-00 - tibial stem ext. Screw; 3819062, 400-40-14 - flex osteotome-flat, nar; aa8069, tpa-18 - cement restrictor small; aa8731, tpa-24 - cement restrictor large. H6. Health effect - impact code- chronic disease of pain. H6. Investigation - the tibial insert with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.